Event description:
It was reported patient underwent a partial knee arthroplasty on (B)(6) 2013. During the procedure, the custom tibial tray did not fit the medial portion of the tibia and the vertical portion of the tibial tray was too lateral. As a result, the tibial tray had to be downsized and there was an hour and forty-five minute delay in the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, the custom component was found to be within print specifications. The root cause of the event was attributed to the surgeon skill/ training, and/ or the fit/ placement of the custom component.